Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Its hard to say whether it¿s the set screw or the screw itself. They work in syn with each other in the construct.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/ visual visual inspection: pedicscr pangeapolyax ø6 preassmbl l35 t (qty:1, part number: 04.620.635 lot number: 7014102) was received at cq. Visual inspection of the returned pedicscr pangeapolyax performed at customer quality (cq) the device has cosmetic damage device was nicked. The screw is jammed because it got stuck to the collet and screw is slightly discolored which agrees with the reported complaint condition. Functional test. Functional test cannot be performed due to post manufacturing damage. Dimensional inspection: the diameter of the body was measured which is within specification of per body screw assembly, pangea design drawing. Document/specification review: no design issues were observed. Does the received condition agree with the complaint description? Yes was the complaint confirmed? Yes investigation conclusion the complaint of pedicscr pangeapolyax ø6 preassmbl was confirmed with investigation. A root cause could not be determined during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot . Part number: 04.620.635. Lot number: 7014102. Supplier lot number: n/a. Manufacture date or release to warehouse date: 08/21/2012. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during assemble production of lot number 7014102. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.620.420.2. Component lot number: 7015442. Supplier lot number: n/a. Manufacture date or release to warehouse date: 08/17/2012. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7015442. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.620.420.3. Component lot number: 7014219. Supplier lot number: n/a. Manufacture date or release to warehouse date: 08/16/2012. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7014219. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.620.420.4. Component lot number: 7007088. Supplier lot number: n/a. Manufacture date or release to warehouse date: 08/10/2012. Expiration date: n/a. Supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 7007088. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: mni, mnh, kwp, kwq. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2019. The inner pangea set screw had backed out on its own and allowed the rod to slide caudally. Original implantation of the devices had occurred approximately four years prior. Patient was revised to exp 5.5 poly screw. There were no issues during the revision procedure, and no surgical delay. Patient status is unknown. Concomitant devices: rod (part: unknown, lot: unknown, quantity: unknown). This report is for a 6.0 mm titanium (ti) pangea(tm) polyaxial screw. This is report 3 of 4 for (B)(4).